Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 and enlarged atrium. A triclip xtw was inserted, and grasping was performed. However, after grasping attempts, the septal leaflet became completely rigid. It was noted that the septal leaflet stops it movement and stays in the same position. Therefore, the clip was removed from the patient and the procedure was discontinued. The patient was reported to be stable. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment/intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.